Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a patient received a perceval pvs27 sutureless valve implant. On (B)(6) 2018 the device was explanted and a new perceval pvs27 valve was implanted. No further information was received.

Event description:
On (B)(6) 2018 a patient received a perceval pvs27 sutureless valve implant. On (B)(6) 2018 the device was explanted and a new perceval pvs27 valve was implanted. The manufacturer received additional information from the site on jan. 25, 2019. The valve was explanted due to endocarditis. The procedure was successful with no issues during recovery. It was reported there were no valve malfunctions and the device was operating fine. The patient blood culture was positive before surgery and vegetation on the valve was seen but culture from the valve after the surgery didn¿t grow anything. The valve was sent to the hospitals pathology lab and is not available for return.

Manufacturer narrative:
Additional information received on jan. 25, 2019. The following information has been included in an updated event summary in section 5. Details of incident. The valve was explanted due to endocarditis. The procedure was successful with no issues during recovery. It was reported there were no valve malfunctions and the device was operating fine. The patient blood culture was positive before surgery and vegetation on the valve was seen but culture from the valve after the surgery didn¿t grow anything. The valve was sent to the hospitals pathology lab and is not available for return. The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # a64595, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, sterilization, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. If an infectious microorganism (imo) was present on the tissue valve before sterilization, it would be killed very easily by the manufacturers liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol, both of which are highly effective against imo's. The manufacturer has validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits growth of imo's with steam sterilized closures and jars. The packaging process occurs in a vaporous hydrogen peroxide (vhp) decontaminated isolator; thus there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. Based on the verification of device sterilization and the information from the site identifying normal valve functionality and negative culture growth this event is deemed to be not valve related and can reasonably be attributed to patient factors.